Event description:
Exposure monitoring product (used for at least past six years at this hospital with no problems) has been noted in past six months to fade away, become pale or completely disappear resulting in question-of-sterility of surgical packets that have gone through sterilization process. Loss of visual indicator stripes causes surgical team to reject packets in or, requiring 2nd flash-sterilization of set-up trays. Team has reviewed locations of trays, storing of trays and other possible variables.====================== manufacturer response for sterilization indicator, 3m comply steam indicator tape (per site reporter)======================initial contact with 3m: complaint line said "they've heard about this and are taking complaint information" but there was no recall, device notification etc. Our hospital facillities engineer contacted them wondering about correlation between new light bulbs installed recently in or to led & lcd bulbs "no uv rays" with those bulbs.